Event description:
The patient reported that the pump was resetting itself without intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed an intermittent loss of contact between the battery cap and the pump case. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.